Manufacturer narrative:
This event occurred in (B)(6). The investigation confirmed that the "alternate" operation is not properly handling the host messages received when the fields involved in the operation are the "valueresult" type and the fields are placed in different strips. The investigation confirmed this as a software issue, as the software should perform the "alternate" operation correctly regardless of the type of fields involved and the strips where they are placed. A workaround has been provided.

Event description:
The initial reporter complained of an issue with cobas infinity core license software version (B)(6). At the host message configuration screen, the user can configure and define the data to be captured in incoming messages from the hosts. When defining the message fields the user must select the operation related to that field. One option is "alternate" which allows replacing an empty field with the field following it according to the order set in the order field. The customer alleges that they have configured the "alternate" operation between 2 fields from different strips of the messages: "test result" field and the "comments" field. The message received by the host has a value in the "test result" field; however, the "alternate" operation is processing the message as an empty field and saving the test result in the "comments" field causing the actual test result value to appear as it is missing. The following is an example of this behavior: the strip obx, referred to the test information, which contains the "test result" value ("valueresult" field) with the order 1 for the "alternate" operation. The strip nte, referred to the comments which contains test "comments" ("valueresult" field) with the order 2 for the "alternate" operation. The investigation confirmed that the infinity software is not saving the "test result" value in this situation but will save the test "comments" instead. This issue could impact the interpretation of patient results.